Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: opening, red tissue, broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Histopathology report indicated "features compatible with fibrotic capsular tissue showing foreign-body giant cell reaction to silicon and benign synovial metaplasia¿ lymph node is seen in the specimen taken from the left breast capsule showing focal giant cell reaction with some piece features raising the possibility of silicone-related lymphadenitis". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "simple and complex cysts". The device remains implanted.